Event description:
It was reported that during a lap cholecystectomy procedure, the clips scissored. Another device was used to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.